Event description:
It was reported that post op to a laparoscopic lobectomy thoracic procedure, bleeding on the second postoperative day. Emergency thoracoscopic exploration, thoracic blood clot debridement, hemostasis. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Drainage. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? Clip was used. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. Were the staples the appropriate b-shape form? Unknown. Any clips, clamps, or graspers near the area where the device was being fired? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.